Manufacturer narrative:
Follow-up #1 (05/13/2014)-device evaluation: the meter and test strips involved with this complaint have been returned and have been evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all tests with no faults found (the complaint could not be reproduced). The test strips were found to have failed for control solution high. However, retain testing performed on (B)(4) 2014 passed. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2014 and obtained the following information: the patient tests seven times a day and manages his diabetes with insulin pump therapy. The patient has been diagnosed with pre-dawn syndrome therefore, his insulin pump has been programmed to administer a unit of insulin between 3am-5am. On the evening of (B)(6) 2014 (just prior to going to bed) the patient indicated he obtained a normal reading of ¿146mg/dl¿ with the subject meter and did not take any action in response to the result. On (B)(6) 2014 (between 7:30am-8am) the patient confirmed he obtained a blood glucose reading of ¿109mg/dl¿ with the subject meter; the patient denied experiencing any symptoms at that time and did not take any action in response to the reading, since his insulin pump had already administered (automatically).6 units of insulin at 7am. At unknown time after the alleged issue occurred, the patient indicated his wife went to check on him and had found him ¿passed out¿ on his bed. The patient¿s wife immediately contacted the emergency medical services (ems); she did not make any attempts to test his blood glucose with the subject meter or administer treatment. According to the patient, he had obtained a blood glucose reading of ¿29mg/dl¿ with the ems¿s meter at an unknown time later; he was administered a glucagon injection and IV glucose; and soon after regaining consciousness he was transported to the emergency room (ER). During the patient¿s time in the ER, he reportedly had obtained a blood glucose reading of ¿53mg/dl¿ with the hospital¿s meter, given a meal, and 1-2 additional bags of IV glucose. The patient was released at approximately 12:30pm that day and upon arriving home, he retested with the subject meter and obtained a reading of ¿343mg/dl¿. The patient indicated he does not know what could have caused him to suddenly pass out. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (12/09/2014). The patient¿s test strips have been returned on 4/30/2014 and evaluated by lifescan product analysis on 11/27/2014 with the following findings: additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 ¿ (12/09/2014) - correction follow-up #1 describes test strips as failing control solution. The specific correction is noted below. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution.